Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic total colectomy, the stapler was fired and the removal of the stapler was difficult as some resistance was met. The staple was eventually withdrawn, however the anvil was retained in the lumen. In addition some bleeding occurred in the mesentery and was controlled by clips. To remove the anvil, the flexible sigmoidoscope was introduced and the endoscopic net was used without success. An endo loop was introduced into the rectum without success as well. Finally, using biopsy forceps, the donut was grasped and the anvil was removed guided by laparoscopy. The patient was taken back to surgery three days later with anastomotic leak.